Event description:
Additional information showed the patient's shocking/jolting sensation started after an unrelated medical procedure. The patient had ankle surgery. It was also stated the patient was unable to adjust their stimulation. The patient planned to recharge their device, then attempt to switch programs. The patient was referred to their health care provider.

Event description:
It was reported the patient experienced a shocking or jolting sensation. It was stated the patient fell on her right knee on (B)(6) 2011 and landed on her right knee, and spent over a month in the hospital with a fractured ankle. Since then, the patient reported a "knot" over the ins, and feels the shocking or jolting when touching the knot. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead 3777-45 lot # v675340027; lead 3777-60 lot # v673401039; recharger 37752 serial # (B)(4); programmer 37743 serial # (B)(4); ins 37712 serial # (B)(4); lead 3777-60 lot # v663093024; lead 3777-60 lot # v673401036.